Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a loose conductor wire. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection and in house testing confirmed the instrument was fully functional, passing recognition, engagement, full range of motion, grip operation, electrical continuity, and cautery tests. The probable root cause of loose conductor wire cannot be determined based on the information provided and failure analysis results. Additionally, failure analysis identified charring and localized melting on the bipolar yaw pulley at the base of the grip, resulting in exposure of a portion of the active electrode. Despite this damage, the instrument passed electrical continuity testing and delivered energy during in house testing, with arcing observed on all attempts. Procedure log review indicated that a monopolar instrument was used during the case. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.